Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The packaging of the blister had a complete seal with no damage to the tyvek lid. All top and bottom foam inside the blister was correct to the bill of materials. The pouch was also correct to the bill of materials. To enable a thorough inspection of the inner pouch it was necessary to open the tyvek lid. On closer inspection there was visible signs of blister and pouch damage with various scuff marks and indentations on the inner pouch, where the implant had rubbed and scuffed the interior wall and in this case one of the shell fins had broken through the pouch and heavily scored the wall of the blister. The results of this investigation have confirmed that the existing polyamide pouches used as the secondary sterile barrier in the packaging of mallory shells is found to be less robust when subjected to above average handling and shipping. An engineering change notice was completed on subsequent lots in order to prevent reported issue. The current packaging configuration had originally successfully passed the acceptance criteria as part of the packaging validation. DHR was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
During inspection of product, it was discovered the inner sterile pouch of the device was damaged. There was no patient involvement.